Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures. No further clinical information was supplied in this complaint. The clinician complaint included the following products:isps1135 lot 7678760, isps1335 lot 7564924, isps1338 lot 7653108. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.